Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s generator changeout procedure the physician stated that the insulation was peeling off of the right ventricular (rv) lead. However, all threshold, sensing and impedance numbers were stable. Since no repair kit was available the physician took no actual bond and continued using the rv lead with the new generator. No patient complications have been reported as a result of this event.